Manufacturer narrative:
The device serial number was not provided; therefore, the catalog number, unique identifier (UDI), age of device and device manufacture date were not available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2016. It was reported that during log file review by the manufacturer¿s product analysis engineer, a no external power alarm was observed. This occurred on (B)(6) 2017 at 7:35 and appeared to be caused by a loss of ac power while on mobile power unit (mpu) support. Additional information was requested, but was not provided.